Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd connector on lcd board. The pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 176 mg/dl. The customer stated that his escape button does not work properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.